Event description:
Customer reported via phone call that they woke up with high blood glucose readings of 436 mg/dl. Customer stated that they treated with a bolus and the blood glucose readings went down slightly. Customer stated that the insulin pump was alarming all night and the threshold suspend was activated. Customer mentioned receiving a change sensor and a bad sensor alarms on the insulin pump. Customer also mentioned that the sensor cannula was bent upon removal. Customer declined any further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification with high readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.